Event description:
A customer reported to beckman coulter that the coulter lh 750 instrument generated an erroneously low platelet (pit) result and the result was not flagged. A pt sample, collected in an edta tube, was tested for pit and a result of 133 x 10 to the third power cells/ul was obtained. The result was printed without instrument generated flag. Per lab protocol, they performed a manual smear and observed pit clumping on the slide review. The original sample was rerun 5 hours later for pit and the repeated result was 115 x 10 to the third power cells/ul. At this time, the instrument generated a pit clump flag. The customer indicated that a second tube, sodium citrate, collected at the same time as the first one was tested for pit and the result was 307 x 10 to the third power cells/ul. The plt results obtained in this event were not reported out of the lab. There was no change to pt treatment as a result of this event.

Manufacturer narrative:
Investigation summary: qc was performed before and after the event. A field service engineer (fse) did not find anything wrong with the instrument. There have been no other reports of erroneous pit results or pit flagging issues from this account. Per product labeling, pit clumps is an interfering substance for this method and could falsely decrease pit results. Data from the initial run showed a normal data pattern with only a little interference material on the histogram. When the sample was repeated 5 hours later, the interference material was significant and algorithm flagged it as pit clump and cellular interference. A malfunction will be assumed for the purpose of this report.